Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the end of the product appeared to be open, making advancement difficult. The physician experienced difficulty passing the device through the access site. As per additional information the filter hook and a primary filter leg ¿were bent¿, thus considering the introducer sheath as the ¿access site¿. Another filter was successfully placed. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes that the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for the manufacturing lots. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible causes may include unintended rotation of the pre-loaded filter inside the introducer system. However, any reason for the difficulties encountered would be pure speculation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the reporter stated that the end of the product appeared to be open, making advancement difficult. The physician experienced difficulty passing the device through the access site. Parts f1 and f2 were bent. (F1=hook, f2=primary legs). Patient outcome: outcome of the procedure: the physician had to open a new device to finish the procedure. The patient did not require any additional procedures due to this occurrence.